Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) display screen show message safety disk replacement due, safety disk was not expired but reaching expired date. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
After further review, the safety disk was expired and no other malfunction with the device, hence cancelling the complaint. There was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.